Event description:
It was reported that there was redness on the pump site. The pt was seen by the healthcare provider for a refill. The hcp was not comfortable with filling the pump due to the redness and started the pt on oral antibiotics. The redness and swelling did not go down, so the pt was admitted to the hospital for IV antibiotics. It was noted that the pt had been moving boxes and the pump may have been bumped; the pump site was also scratched by a thorn. The pump was used to deliver baclofen and dilaudid.

Manufacturer narrative:
(B) (4)